Event description:
Event description cpi received information that, during a routine interrogation 6 months after implant, this implantable cardioverter defibrillator (ICD) was found to be in fallback mode. No radiation exposure was reported.